Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had scratches on screen causing the customer not to be able to read the insulin pump. The insulin pump has rejected new battery. The motor made a grinding noise. They sometimes had to press buttons twice. The insulin pump has locked up and become non-responsive. Customer's blood glucose level was not reported. The device was not returned.